Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that within the last two weeks the loudness and sound quality has decreased. There is no accident or trauma reported. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Device investigation showed also damage to the active electrode which is in line with a single short-term mechanical overload of the electrode lead. For this reason an accident or fall to the patient's head which might have weakened the fixation of the electrode and led to electrode mobility cannot be totally excluded. The problems given in the patient report appear to match the damage found.

Event description:
The patient reported that within the last two weeks, the loudness and sound quality has decreased. There is no accident or trauma reported. The patient has been re-implanted.